Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that it was taking longer for the trial patient to start a stream. The following day they experienced bleeding at the lead site. Follow up information received on oct. 15, 2017 reported they once had bleeding in the bandage area but now no longer had it. The patient stated that they had to wait when they felt like voiding which did not occur before the evaluation. They noted that voiding took them some time and sat on the toilet for a while before the voiding commenced. Additional information received on oct. 17 reported the patient had symptoms of a bladder infection. They were going to wait one day before contacting their physician. The patient was redirected to the doctor. The issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿.